Event description:
According to the reporter, after a laparoscopic procedure, there was an early staple incomplete.  There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.